Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked they stated that after meeting with their physician the cause was due to the fall off of a mobility scooter 3 weeks after receiving the implant. When asked what steps were taken to resolve the issue they stated that at that time the lead movement would not changed. They turned that lead off as it was causing soreness. The issue was resolved at that time as long as the device stayed off.

Event description:
Information was received from a patient regarding an implantable neurostimulator. Patient reported they had a fall shortly after implant and one of the lead wires were misplaced in their back and went down into the 'left'. The issue began early (B)(6) 2022. One of the leads were turned off so patient was only using one lead wire. The lead was turned off because they kept getting a sore spot. Patient reset the controller over the weekend and had been having a sore spot on and off. Agent redirected patient to their doctor to address the issue.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID (B)(4) (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2022; explant date brand name vectris surescan; product ID (B)(4) (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2022; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.